Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10419. The pt reported experiencing a burning sensation at the ipg while charging. The sensation begins approx one hour into the charging session and subsides approx 30-60 mins later. The pt rated subsequent pain as a 6-8 on a pain scale of 1-10. The pt stated this has been occurring for approx 1 1/2 years. The pt stated she will charge more frequently for shorter periods of time and stop charging before the burning sensation becomes uncomfortable. The pt advised she will follow up with her pain management doctor to discuss the issue. No further info is available at this time. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.